Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic sacrocolpopexy procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced symptomatic graft related complications/grc and underwent reoperation/reintervention. No further information is available.